Manufacturer narrative:
Initial reporter telephone number: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate would not flow. This was described as the device ¿cannot be vented¿. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed via the naked eye showed no fluid coming out of the tubing line after the slide clamp was disengaged and the blue winged luer cap was opened. Additionally the tubing line was cut, no evidence of fluid was observed flowing out of the tubing line which indicated there was blockage at the junction of the tubing and stress member located at the upper area of the device. The reported condition was verified. The cause of the condition was determined to be the needle located inside the stress member was found to be misassembled. The needle touched the tubing port which blocked the fluid path and did not allow fluid to flow out of the tubing line during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.